Event description:
Related manufacturer reference number: 2938836-2019-05088. It was reported that noise resulting in oversensing was noted on the right ventricular and the right atrial leads. The right ventricular and the right atrial leads were explanted and replaced. No patient consequences were reported, and the patient was stable before, during and after the procedure.

Manufacturer narrative:
Additional information - the reported event of noise and oversensing were confirmed. A complete lead measuring 52.1cm was returned in one piece for analysis. Visual inspection revealed an external abrasion breaching the outer insulation and exposing the outer coil was noted at 6.5cm to 6.9 cm proximal to the suture sleeve tie impression. The cause of the reported events was due to the external insulation abrasion which is consistent with friction to the device can.